Event description:
The injector pivot knuckle which is where the injector head sits had broken. The head did not fall. As the technologist was moving the injector head, the head came off of the pivot knuckle. No injury occurred.